Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device alarmed for motor error and no delivery alarms. The customer reports motor position encoder error alarm. The customer's blood glucose level at the time of incident was 127mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact; however using a test battery cap the insulin pump passed displacement test, rewind, basic occlusion and prime tests. Also the insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and e70 error alarm was confirmed in the alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform no delivery test due to motor error alarm. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked reservoir tube lip.